Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station is frozen on a blue screen with the nihon kohden logo on it. Technical support (ts) asked the customer to restart the unit, but he didn't have access to the communication closet. Ts advised the customer to contact biomed to access the communication closet and do the restart on the device. The customer will reach out again if necessary. There was no patient injury reported. Investigation summary: a definitive root cause could not be identified due to lack of information. Without a definitive root cause, countermeasures to prevent recurrence of the issue could not be identified. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H10 additional manufacturer narrative. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that this central nurse's station is frozen on a blue screen with the nihon kohden logo on it. There was no patient injury reported.

Event description:
The customer reported that this central nurse's station is frozen on a blue screen with the nihon kohden logo on it. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station is frozen on a blue screen with the nihon kohden logo on it. Technical support (ts) asked the customer to restart the unit, but he didn't have access to the communication closet. Ts advised the customer to contact biomed to access the communication closet and do the restart on the device. The customer will reach out again if necessary. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.